Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on, resets) has been confirmed. Upon evaluation, the monitor exhibited a flash memory failure on the computer/analog board. The bga connections were intermittent. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor sn (B)(4) was unable to power on and was resetting.